Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"2014 aequalis reversed operation. On (B)(6) 2018: the patient fell which may have caused loosening of glenoid sphere and baseplate. As a little swelling and pus were seen in the insertion site, the surgeon decided to remove the implants. On (B)(6) 2018: as the infection was only the surface of the skin, only the glenoid sphere, insert and baseplate were removed and a head was implanted. Comment from surgeon: if infection was very serious, I was going to remove all the implants but it was not so serious, so I just left the stem and implanted a head. This patient seemed to have some kind of infection after the surgery 4 years ago but it did not become serious. So, this component loosening can be the cause of this incident."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.